Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the feeding pump failed the rotor error alarm test. The event was discovered during the unit's preventative maintenance. There is no reported patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿pump failed the rotor error alarm test.¿ the unit was triaged and the reported issue was confirmed. A trend has been identified and corrective actions have been taken. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.